Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reports via the sales rep, that boxes labeled as small seals on the outside actually contain large seals. The customer reports that the individual seal packages inside the box are labeled as small seals but allegedly these contain large seals. The customer reports that they have 5 boxes in total which are affected, 4 boxes from one lot and 1 box from another lot.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The product was returned opened with no shrink wrap. Visual inspection and the product label review confirms that the returned (B)(4) pack carton lot lrp2597a contained correct individual units (full ¿half moon¿ i.e. Non-mis) however (B)(4) units were present instead of (B)(4). The retained labels indicate that the labels for the correct item/lot numbers were generated and therefore no mislabeling of product occurred. Lot lrp2597a had been shipped from (B)(4) prior to the commencement of production of lot lrp2599a and as such there was no potential for product mix-up to occur in (B)(4). The reported devices were then shipped to stryker (B)(4) and subsequently to the (B)(4). In each of these warehouses the (B)(4) pack cartons are not opened for inspection. They are sold directly from the shelves. The customer, (B)(4) hospital, received three cartons of (B)(4) exeter ¿half moon¿ femoral cement seal, small lot lrp2597a on (B)(6) 2013 and (B)(4) carton of (B)(4) mis exeter half moon seal small lot lrp2599a on (B)(6) 2013. During this time there were (B)(4) individual units of lrp2599a (truncated ¿half moon¿ i.e. Mis) and (B)(4) individual units of lrp2597a (full ¿half moon¿ i.e. Not mis) within the hospital. It is possible that all (B)(4) individual units of lrp2599a were used up in the hospital and the some of the (B)(4) individual units of lrp2597a were subsequently used to repack the (B)(4) (B)(4) pack carton of lrp2599a. This possibility is further strengthened by the fact that (B)(4) individual units of lrp2597a were returned within the (B)(4) pack carton for lrp2597a. Both mis and non-mis components are size small. The mis version is a truncated ¿half moon¿ seal used in minimally invasive surgery. If the customer is not familiar with both versions (full and truncated) of the ¿half moon¿ femoral cement seal they may interpret the truncated version as small and the full version as large. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reports via the sales rep, that boxes labeled as small seals on the outside actually contain large seals. The customer reports that the individual seal packages inside the box are labeled as small seals but allegedly these contain large seals. The customer reports that they have (B)(4) boxes in total which are affected, (B)(4) boxes from one lot and (B)(4) box from another lot.